Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced three bent cannulas event on (B)(6) 2026. Due to the event, patient subsequently went emergency room and hospitalized on (B)(6) 2026 for eight to nine hours due to high blood glucose level measuring 577 mg/dl and was treated with intravenous insulin. The site of insertion was on abdomen. The patient replaced infusion set and resumed insulin deliveries successfully. The patient was released from hospital on (B)(6) 2026.